Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the control board was inoperable. A field service engineer replaced the drawer control board on auxiliary half height 2.1 to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 3.1 , 3.2 2.1 and 2.2 failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.